Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces and with corroded battery tube. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces. The device was received with minor scratches on the lcd window, cracked battery tube threads and corroded battery tube.

Event description:
Territory manager reported via phone call keypad anomaly on the insulin pump. Customer's blood glucose level was 496 mg/dl. Customer's insulin pump had a broken up button and would not allow them to change their basal rates. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.